Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) had a broken dial and that the beats per minute (bpm) value on the screen did not change because the pacing encoder was out of electrical specification. It was also noted that the upper case and lower case were dented. The keypad and liquid crystal display (lcd) flex were damaged. The main world label was installed improperly. The two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) had a broken dial. It was noted that the rapid atrial pacing (rap) dial was able to turn, but the beats per minute (bpm) value on the screen did not change. There was no patient involvement.